Event description:
The customer was hospitalized for low bgs. During the call the customer stated that glucose meter had wrong reading. Also they mentioned that the bolus wizard was giving an old reading, but could not verify. The customer did not test bgs prior to pressing the bolus button and the reading showing on the display was from their early morning testing.